Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. The following information was provided by the initial reporter, translated from chinese to english: at 9:40 a.m. On (B)(6) 2022, when the nurse performed the puncture of the intravenous indwelling needle on the child, it was found that the connection of the indwelling needle was leaking, and the indwelling needle was replaced immediately. Update received from sales representative, event description updated as follows: water leakage was found at the connection of the indwelling needle during the puncture.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. The following information was provided by the initial reporter, translated from chinese to english: at 9:40 a.m. On (B)(6) 2022, when the nurse performed the puncture of the intravenous indwelling needle on the child, it was found that the connection of the indwelling needle was leaking, and the indwelling needle was replaced immediately. Update received from sales representative, event description updated as follows: water leakage was found at the connection of the indwelling needle during the puncture.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1265952. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.